Event description:
It was reported that a cartridge alarm occurred during the load sequence. Cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus however the customer was unable to complete a bolus. The customer reverted to an alternate pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.